Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented to the hospital after receiving inappropriate high voltage therapy delivered by the implantable cardioverter defibrillator. The shock was attributed to atrial activity. Programming interventions were made. There were no further adverse patient consequences reported.